Manufacturer narrative:
Complaint (B)(4). The date of event could not be obtained from the customer. No samples were received for evaluation. Received customer pictures. We have no further inventory of the material/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined.

Event description:
Customer states the tubes do not fill sufficiently up to the prescribed fill line indicated on the tube. This is occurring with multiple phlebotomists. Customer states they identified item # 454322, lot numbers b20043fb and b200337h. All types of collection devices (safety blood collection set, straight needle, syringe) have been used when tubes underfil. It was mentioned that the phlebotomists were trained to use a discard tube before coagulation tube when drawing with a safety blood collection set. Phlebotomists are holding the tube in the holder with their thumb to ensure a complete vacuum draw. 50% of tubes are underfilling.